Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was both under-responsive and over-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/24/2014 with the following findings: the pump was returned with a torn keypad cover. The ok keypad button was intermittently responsive, and the ok button contact was stuck in the inverted position. The keypad cover was removed and contamination was found under all of the keypad buttons. Unrelated to the initial complaint, the display screen was dim and discolored. Also unrelated, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.